Event description:
It was reported that, "the above listed scorpio total knee components were implanted in 2004. The patient has had stiffness, pain, and little range of motion since the procedure. In 2008, the surgeon removed all the above implants with the exception of the patella. At this time the following components were implanted: 5512-f-302 triathlon ts femur #3 (lot wpgm), 5560-5-215 cemented stem 15x100 (lot n2s04d) 2 each 5541-a-302 triathlon femoral distal augment #3 10mm (lot vjfp), 2 each 5544-a-300 triathlon femoral posterior augment #3 10mm (lots udhm and udgl), 5521-b-200 triathlon universal tibial baseplate #2, 5560-s-212 cemented stem

Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. If device becomes available a supplemental report will be issued.